Event description:
The complaint was reported as: complaint alleges: the surgeon was using the suture and it broke during use. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Sample has not been received by MFR in time for this report. The device history record of batch number has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Tensile strength test card were reviewed and there is no indication of functional failures. As well supplier inspection (coventry) for suture was reviewed, finding that the results are in compliance with tfx specifications. At the time due the lack of defective product is not possible to determine the source of the defect reported. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due the lack of defective product is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. The MFR will continue to monitor and trend relating complaints. If the defective samples become available at a later date, this complaint will be updated accordingly.